Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the device.

Event description:
The customer reported via phone call that insulin pump alarmed button error and it could not be cleared. The customer stated that the device could have been exposed to moisture since she got out of the pool and connected it back up and also because of sweating. Customer's blood glucose value was 80 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.